Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the noise was observed on the right atrial lead. The noise was reproduced via isometric maneuvers. The patient remains asymptomatic. The patient will be scheduled for a holter monitor to look for suspected af. No reprogramming or lead revision planned at this time. The lead will be monitored and remain implanted.